Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal end of the expressew suture passer broke off into the pt's joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.